Manufacturer narrative:
Awaiting return of device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f12: serious injury/ illness/ impairment. Event description: per cnf, it was reported that: event: the guidewire was stuck when did it occur; during intracardiac manipulationl what type of guidewire was used?: starter if the guidewire is a bsc device, please provide the lot or j-pos number: 9895966. Was a new guidewire used to continue the procedure? Or was the same guidewire used?: different wire. Was the guidewire able to be removed normally?: not removable. Was there any resistance during the operation of the guidewire?: yes. Was the guidewire inserted and removed from the catheter several times?: yes. What was the blood clotting time (act) when the stuck occurred?: 300 or more. Please provide details on how it occurred: during rpv manipulation, resistance was felt and the guidewire got stuck. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account.' In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient. Patient outcome: no information availble first time the unit was used: yes tested prior to use: yes used before expiry date: yes physician's comment: it is possible that it pierced the pulmonary vein and entered the airway. Generator used ablation[?]catheter used other used event date: (B)(6) 2026 as reported device codes: 1346: difficult to remove. As reported patient codes: 9220: perforation, vessel.